Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007676, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007676 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac m14 on 13-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f01583 was manufactured according to the wi version 37 and manufactured in the line l3, on 11-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f01584 was manufactured according to the wi version 37 and manufactured in the line l3, on 12-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4e04734 was manufactured according to the wi version 37 and manufactured in the line l3, on 04-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4e04732 was manufactured according to the wi version 37 and manufactured in the line l3, on 06-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4e00786 was manufactured according to the wi version 37 and manufactured in the line l3, on 05-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4e03458 was manufactured according to the wi version 37 and manufactured in the line l3, on 26-may-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4e03459 was manufactured according to the wi version 37 and manufactured in the line l3, on 27-may-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4e03460 was manufactured according to the wi version 37 and manufactured in the line l3, on 28-may-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f02631 was manufactured according to the wi version 37 and manufactured in the line l3, on 13-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4e03396 was manufactured according to the wi version 37 and manufactured in the line l3, on 18-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4e03397 was manufactured according to the wi version 37 and manufactured in the line l3, on 20-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.